Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely increased sodium (na) and chloride (cl) results generated on the architect c16000 analyzer on one patient. Results provided: (B)(6) na = 164.24 / 148.09 (no units provided), another architect = 146.07 / 144.78 (no units provided), na normal range: 136-145; cl = 123.69 / 108.64, another architect = 106.7 / 106.26 (no units provided). Cl normal range: 98-107. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did identify two other complaints that were similar for falsely increased sodium and chloride results. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.